Event description:
Complainant alleged that during training by facility staff, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow up report when our investigation is completed.